Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at a third party service center a failure of the device to charge its batteries was found. The device's internal battery was replaced to address the issue.